Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedances of greater than 125 ohms shortly after implant. All daily measurements were noted to be "invalid" for the shock impedances; however, all other lead measurements were noted to be good. Boston scientific technical services (ts) discussed a possible connection issue and recommended several troubleshooting options. Additional information was provided that a pocket revision was performed and it was found that the distal shocking coil was not fully inserted in the device header. The issue was addressed during the procedure and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.